Event description:
It was reported that a healthcare professional treated a right hypophyseal aneurysm with a pipeline embolization device via the right internal carotid artery in a patient with an unruptured right carotid ophthalmic saccular aneurysm (4 mm maximum diameter with a 4 mm neck). Dual antiplatelet therapy was administered with a platelet reactivity unit level of 85. After guide catheter placement and vessel measurements were obtained (distal 2.3 mm and proximal 2.9 mm) with normal vessel tortuosity, a phenom 27 microcatheter was positioned and the pipeline embolization device was prepared and delivered per the instructions for use. During deployment, the pipeline embolization device was observed to appear markedly shorter than the labeled 20 mm length, and the packaging was checked and confirmed to be the intended size. The pipeline embolization device was deployed successfully, and dyna-computed tomography was performed to assess device positioning; computed tomography-based measurement of the implanted device length was reported as approximately 12 mm. Post-procedure angiography indicated the aneurysm was fully covered by the pipeline embolization device. The patient had no reported symptoms or complications and was reported alive with no injury.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0630-1s (lot: 232092587); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.